Manufacturer narrative:
One red particulate was observed inside vamp flex reservoir during visual examination. The particulate was approximately 1mm x 1.5mm in size. The line was fully primed and then plunger of vamp flex was pushed to closed position, but the particulate remained inside of vamp flex reservoir. And then vamp flex was shut-off using reservoir stopcock, and the whole line was flushed continuously for 5 minutes, but no visible particulate was flushed out from the unit. The particulate was removed from vamp flex reservoir and sent to irvine chemistry. A follow up report will be submitted with chemistry result findings. It is common clinical practice to inspect all products before usage. With dpt sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that an unknown red material was found inside the vamp flex reservoir during priming before use. No contamination was noticed inside the saline bag while preparing the bag. There were no patient complications reported. Inquired of patient demographics, unable to be obtained.